Event description:
An internal investigation by physio control found that this device was mis-configured due to the installation of mismatched hardware and software configurations during a device rework process prior to shipment. The device was found to have the hardware for a fully automatic defibrillator (no "shock" button), however, the device software was configured for a semi-automatic operation ("shock" button required). This incorrect configuration could cause a shock to not be delivered to a patient, if needed, when treating a cardiac arrest.

Manufacturer narrative:
A field corrective action has been initiated to contact the customer by telephone to inform them of the reported problem. A letter is also being provided to the customer, instructing them to either remove the device from use, or to remove and discard the shock button cover until a replacement device can be provided.